Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview hemopro 2 device stopped working during the harvest. The jaws on the device failed to seal a branch during distribution. The hemopro2 extension was replaced and the device worked. The hospital did not report any pt effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Since this is an OEM supplied device, a lot history review is not applicable. (B)(4).